Event description:
As reported by the (B)(4) affiliate, during a transapical deployment of a 26mm sapien xt valve, the coronaries were occluded as the valve was implanted too high.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, valve malposition appears to be due to poor coaxial alignment during valve deployment. The too-aortic positioning appears to have caused coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The patient died from a complication of a coronary artery occlusion during implantation of a 26mm sapien xt valve. As reported, after the implantation of sapien xt valve, the pacemaker was turned off, the patient¿s pressure did not increase and the patient experienced a cardiopulmonary arrest. The patient was placed on extra corporeal (cec). The valve was positioned 50:50 aortic/ventricular and landed too high (80:20 a/v) and occluded the left and right coronary as demonstrated on aortogram. Due to the patient being inoperable, the procedure was discontinued and the patient expired. Per report, there was poor coaxial alignment of the valve and delivery system across the native annulus; image intensifier angle was good.

Manufacturer narrative:
Intraprocedural images were submitted to edwards and reviewed by an edwards physician proctor. Observations: right coronary leaflet has mild to moderate calcification, mild aortic valve calcification, mild aortic root calcification, porcelain aorta, coaxial alignment is poor. The sheath is in the wrong position (angle). No bav images, not known if bav was performed. Images show some pre-dilatation with minimal inflation of delivery system prior to crossing. This may be an indication that bav should have been performed. Poor co-axial alignment is demonstrated by the ¿s¿ curve related to the sheath and the valve; this can contribute to valve movement during deployment. Pre-deployment the valve started 80:20 a/v prior to the start of inflation. During inflation there is a lot of movement due to the operator manipulating the valve during the end of inflation. The valve landed 100% aortic on the left and 90:10 a/v on the right. Post deployment imaging demonstrated the valve embolized into the aorta completely above the sinus of valsalva. The valve is not fully deployed in the bottom portion of the valve. This may be due to the annular calcium. Unable to determine if the bypass cannula pushed the valve into the stj. Impressions: discussion: bav is suggested to stretch the calcified leaflets to allow a smooth valve deployment. Co-axial alignment must be achieved.